Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced bilateral baker¿s grade IV capsular contracture post procedure. The capsular contracture was accompanied by pain and hardness. About three years after the patient began experiencing these symptoms the patient was officially diagnosed with the capsular contracture by a physician. An ultrasound was performed and did not note any significant findings such as a rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-23231 for contralateral prosthesis report.